Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Evaluated one opened/used sensor and performed visual inspection, found cannula bent. Unable to confirm sensor anomaly, due to sensor being opened/used.

Event description:
It was reported that the customer had low blood glucose levels of 36 mg/dl. Troubleshooting occured, and it was determined that the customer had a bent cannula. Customer's blood glucose level at the time of the call 168 mg/dl. No additional information was provided.